Manufacturer narrative:
The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to the patient was experiencing unbearable glare and halo 6 weeks post-operative (op and especially at night. The incision was enlarged. It was also reported that the patient was having difficulty driving at night. Pre-operative visual acuity is 20/60 dv cc (dv-distance vision, cc-with correction). The explanted iol was replaced with another j&j lens model zcu150 18.5 diopter (different model, same diopter). Post-operative visual acuity is 20/25 -1 dv and 2025 nv sc (nv-near vision, sc-without correction). Reportedly, there was no vitrectomy and no sutures were required. No further information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 25, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect iol was received inside a specimen cup. The lens was removed and visual inspection revealed cosmetic issues and lens damage. No defects that could contribute to visual issues were observed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.